Event description:
It was reported that during procedure, the fiber tip fractured and began emitting light directly from the broken end. The firing was stopped, and the system was placed in standby mode immediately. The damage occurred after a total energy delivery of 187,866 joules, with a total operating time of 00:20 minutes. The procedure was completed with another fiber. There were no patient complications reported as a result of this event.